Manufacturer narrative:
Evaluation summary: testing of the pump was performed on-site by baxter technician and the reported condition of the failure code 570 was confirmed. The review of the battery history revealed that the pump had 9 battery discharges below alarm threshold. The battery discharge test was performed and the pump failed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. There is a CAPA, open to document and evaluate this issue.

Event description:
The facility reported an infusion pump with a failure code 570:320. The event was reported to have occurred during biomed testing. The hospital representative did not have information regarding reports of any patient incident involving this pump since the last baxter service event. No additional contact information was available.